Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported pain/discomfort when urinating and an increase in frequency, peeing every 15 minutes in small amounts on (B)(6) 2016. The patient noted this is similar to before she got the implant. The patient noted she does not feel stimulation and the therapy is on. The patient noted they had flare up/bladder spasms, after she began doing bladder instillation with sodium bicarbonate bupivacaine via catheter once a week for 6 weeks. The patient stated on (B)(6) was #5 of 6. The patient noted having a good urine stream while doing so until this recent change. The patient reported they have increased amplitude on her current program 1, as well as tried other 3 other programs, and still does not feel stimulation. The patient noted there was too much prickly on the other 3 programs so they have stayed on program 1. The patient noted she is sensitive to stimulation. The patient called back on (B)(6) and stated they had talked to their urologist who said to call back. The patient said the healthcare professional (hcp) was concerned if they had a urinary tract infection (uti). The patient noted she doesn't think the hcp's office doesn't understand what is going on. The patient said it isn't a uti .the patient said it is like the way she was prior to the device so she does think the device is working (therapy). On program 1 she tried to increase stimulation to 7.4 volts and couldn't feel anything. The patient went to program 4 at 6.0 volts and didn't feel anything. The patient also went up on other two programs and didn't feel anything. There are no falls or accidents associated with the issue. On august 16th a manufacturer representative (rep) reported they are seeing the patient august 17th to interrogate the battery. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.